Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: patient experienced adverse reaction to the IV vancomycin being administered too quickly. 300ml IV vancomycin to run over 2 hours at 150ml/hr. Patient experienced burning in ears, extreme pruritis to lower extremities and chest discomfort. Infusion temporarily stopped, md notified. Ordered IV benadryl and to restart vancomycin to run over 4 hours @ 75ml/hour. Within 30 min, the patient c/o increased chest discomfort, a rapid was called. Nurse notice the entire bag infused too quickly. "

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The actual device involved in the reported incident was returned to b. Braun medical in carrollton, tx for evaluation. When the device was evaluated the reported issue was not observed. The device operated as intended. Preventative maintenance was performed. Delivery accuracy of 250ml/hr and 25ml tested in spec at 6 minutes 2 seconds or 99% of expected accuracy. Log review shows on 7/18/2022 and 4:46am a piggyback infusion start of 150ml/hr and 300ml (dl: ivpb). At 4:47am infusion was stopped with a piggyback volume infused of 2.06ml. At 4:48am a primary infusion start of 125ml/hr (dl: ivfluid). At 5:07am and 5:17am pressure alarms occurred and at 5:50am infusion was stopped with a primary volume infused of 121.61ml. At 5:51am a piggyback infusion start of 75ml/hr (dl: ivpb) and at 5:57am infusion was stopped with a piggyback volume infused of 7.27ml. At 5:57am a primary infusion start of 125ml/hr (dl: ivfluid) and at 11:30am infusion was stopped with a primary volume infused of 690.83ml. No further infusions took place.